Event description:
Senseonics was made aware of an incident where user reported being hospitalized following a heart attack and surgery on (B)(6) 2025; at the time of contact, the user did not state how they were feeling. The event was not related to sensor insertion or removal and was not diabetes-related; therefore, no sensor or glucose data were reported. The user did not provide information regarding hospital treatment, and healthcare provider awareness could not be confirmed as the user declined to answer questions about hcp notification. Per dms, the user has not been using the system since on (B)(6) 2025.

Manufacturer narrative:
The user reported being hospitalized following a heart attack and surgery on (B)(6) 2025; at the time of contact, the user did not state how they were feeling. The event was not related to sensor insertion or removal and was not diabetes-related; therefore, no sensor or glucose data were reported. The user did not provide information regarding hospital treatment, and healthcare provider awareness could not be confirmed as the user declined to answer questions about hcp notification. Per dms, the user has not been using the system since on (B)(6) 2025.